Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no evidence of loss of cartridge detection. During investigation, a call service alarm occurred and testing for the cartridge detection issue could not be adequately completed. Evaluation revealed an internal motor failure.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump did not recognize the filled insulin cartridge during the load step and pushed the insulin out of the cartridge. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.